Event description:
The customer reported to olympus, the endoscope reprocessor's door was not opening when trying to add liquid chemical germicide (lcg), therefore, the bottles could not be installed. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was advised to perform a drain and load to get the door to open, then run a cycle. The customer could not be reached after three attempts to confirm if the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported drawer for the disinfectant bottle could not be pulled out issue could not be determined, as the device was not returned to olympus for evaluation and no additional event information was reported or available, however, it is possible that the part that locks the tray broke when the tray was pulled out, making it impossible to pull it out. Device reprocessing information: